Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. A review of imaging supplied by the hospital confirms that the device has performed as specified and reached the intended maximum extension. Stanmore implants worldwide are awaiting further information in order to complete the design of the adult growing prosthesis which has been ordered. A supplemental report will be submitted upon receipt of further information.

Event description:
(B)(4). It has been reported that the patient's growing prosthesis has reached maximum extension. An adult growing prosthesis has been ordered to equalise the leg length discrepancy.

Manufacturer narrative:
Imaging review indicated that the femoral length discrepancy was not an issue but the tibial length was approximately 14mm short when compared to the contra lateral side. The x-ray imaging indicated that the distal femur jts has good fixation and does not need to be revised. The surgeon agreed that a new df jts adult growing prosthesis, custom implant design is not required. The surgeon has confirmed that he will revise the tibial section using a mets tibial component and tibial plateau plates. A date for the revision procedure has not been determined as yet.

Event description:
(B)(4).

Manufacturer narrative:
The device was implanted 5 years prior to the surgeons request for a revision when the patient was (B)(6) and still skeletally immature. X-ray review confirmed that the device has reached its maximum extension and no indication of device or manufacturing related issues has been identified. A revision related to a non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no indication of device failure; the device functioned as intended and is being replaced, as anticipated. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. Corrected data: expiration date corrected from 12/31/2011 to 06/30/2011. Operator of device corrected from physician to patient. Device manufacture data corrected from 12/10/2010 to 12/23/2010.

Event description:
It has been reported that the patient's growing prosthesis has reached maximum extension. An adult growing prosthesis has been ordered to equalise the leg length discrepancy. This is the second supplemental report to 3004105610-2016-00057 ((B)(4)).